Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that pump had a chip in the housing near the charging port and the charging port is loose, causing the customer to have to manually manipulate the charging cable to charge the pump. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.